Event description:
The patient called to report that their pacemaker is making a "buzzing" on the left side of the pacemaker. The patient said it had started intermittently a couple of days ago. Follow-up was conducted to obtain information on the patient and whether the episode was device related, but the attempts were unsuccessful. Should any additional relevant information be received it will be added to the event. The device remains in use. No patient complications have been reported as a result of this event

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.